Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly, the motor assembly and the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. Nothing further was reported.